Manufacturer narrative:
Device evaluation: the meter involved with this complaint has/have been returned and evaluated by lifescan product analysis with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The 510 (k) # is k062195. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging that she had been waiting 3 weeks for a replacement battery from lfs for her one touch ultra meter. Due to the alleged issue, the patient was taking a set amount of insulin and was not adjusting the insulin, since she was unable to test her blood glucose. Prior to testing during on (B)(6) 2011 the patient developed symptoms of feeling hot and dizzy. The patient was unable to test due to the not having a battery. The symptoms intensified around 7:00pm that night when her husband came home. He attempted to test her and the meter displayed the battery indicator and was unable to test her blood glucose. He contacted a nurse who arrived at the patient's home around 7:15pm. She tested the patient on her meter and obtained a result of high (result was over 600 mg/dl). Paramedics were called and they arrived at the patient's home around 7:30pm. Patient was not treated with anything prior to the paramedic's arrival. The paramedics treated the patient with insulin and took the patient to the hospital where she was on an insulin pump. This is not the first time the product is being used. The battery needed to be replaced based on the owner's booklet and the patient did not have replacement battery. The product was replaced. The complaint is being reported since the patient alleged that due to the a battery indicator, the patient has been unable to test and later suffered a serious injury and had to be put on an insulin pump for a blood glucose result over 600 mg/dl.